Event description:
It was reported the syringe was broken at filling procedure. It was also reported this happens repeatedly at approximately one out of twenty surgeries. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of event was reported as an unknown date in (B)(6) of 2011. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. An additional evaluation was performed and the investigation states the following: a breakage of the application injector during application of concrete points to a problem with the application injector, and not to a general problem with the verlecem v+ system. The investigation with reference to the manufacture and material documents showed that the complained products were manufactured in accordance with the applicable specifications. No product error could be found. Also, a review of the device history records (DHR) was performed and reports the following: manufacturing and material documents show that the device was manufactured in accordance with the applicable specifications.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.